Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined. The reported event was not reproduced. The arctic sun 5000 was evaluated. During the evaluation, no cooling issue was detected. No repairs were done to address the reported issue as the reported event was not reproduced during the evaluation. The arctic sun device displayed a black screen. Mains voltage circuit card was replaced. After the repair, the device was tested in operation for 3-4 days over 10 hours per day, and the black screen error was no longer detected. New calibration, mtk and est (stk) were performed. The device passed the procedure and can be placed back into normal use. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device does not cool anymore and display stays black. Per follow up information received via email on 04sep2024, device will be repaired at crs depot. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device does not cool anymore and display stays black. Per follow up information received via email on 04sep2024, device will be repaired at crs depot. Once done, paperwork will be uploaded to smx. No patient involvement.